Event description:
It was reported the patient's scs receiver was no longer working. The device was explanted and replaced with an scs ipg. Concomitant product: model unknown, scs lead, implant date unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.